Event description:
A malfunction on the pump was reported by the caller, though no notable events occurred prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was advised to put the pump into storage mode, and a replacement pump was sent by technical support. The customer understood and acknowledged all instructions, including returning the problematic pump within 10 days using a pre-paid label.